Manufacturer narrative:
Continuation of d10: product ID tm90t0, serial# (B)(6); product type accessory; product ID a820 serial# unknown, product type software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving intrathecal morphine 1.201 mg/day (unknown concentration) and bupivacaine 0.3604 mg/day (unknown concentration) via an implantable pump for non-malignant pain. While on call, the patient stated they've noticed and stated "I'm new to the pump - january " that as they use the machine, it was like it got slower and slower and then when they did a refill and reprogramed it, it was connecting lightning fast. The agent reviewed. When the agent inquired pump medication, and the patient read from therapy details: infusion: 1.201mg/day morphine, 0.3604mg/day bupivacaine for their neuropathy, and it looked like their boluses were 10% - morphine is 0.0120mg and bupivacaine is 0.0360mg, and bolus duration 1 min. The agent reviewed, documented information reported by caller, and the patient stated they will bring their equipment with them to their pump refill appointment on january 1st. The patient stated pump the health care provider (hcp) was at a facility but was unable to the recall name.